Event description:
Surgeon tried to use an endopath ets flex45 endoscopic articulating linear cutter in a laparoscopic appendectomy and the trigger handle was locked. It wouldn't fire. Device retained; packaging not retained. Procedural note states: "we then used the ligasure to take down the omental adhesions at the umbilicus. The appendix was identified and dissected free from the ilium and cecum. The mesoappendix was transected with the ligasure. Once there was a clean base the stapler was used to amputate the appendix. Initial fire of the stapler jammed. There were indention noted in the appendix were staples should be but there were no staples fires and the appendix was not divided. We then used a new stapler to divide the appendiceal base including a small amount of cecum to resect the previously clamped appendiceal base. The appendix was removed with an endocatch bag. There was good hemostasis noted". Discharged same day of surgery. Seen 2 weeks post-op for routine check; progressing as expected.